Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The accu tni result was 5.81ng/ml. The result was reported out of the lab. On the same day, a fresh sample was collected from the pt and tested for accu tni; the result was 0.02ng/ml. The customer then re-tested the pt original sample for accu tni; the result was 0.06ng/ml. The customer did not receive any report of pt injury that can be attributed to or connected with this event.